Event description:
It is reported that the drill bit was fractured and had to be removed from patient.

Manufacturer narrative:
Evaluation summary: as returned, the fluted end of the drill bit seized in '0' marked hole of cut guide. It is possible that bone chips or metal burr got caught between the mating surfaces causing the seizing of drill bit in the guide hole. All other holes on the cut guide are conforming to specification. The drill bit fractured at approximately the anterior side of the cut guide and protrudes about 3/8" through the posterior side of the guide. The visible portion of the drill bit flutes exhibit heavy twisting deformation damage. No item or lot information for the drill bit was provided. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.